Event description:
Foley catheter would not inflate - physician had to cut catheter and very slowly deflated.====================== manufacturer response for foley catheter, foley catheter tray (per site reporter).====================== thank you for bringing this to our attention.